Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife is calling to report that the lancet was not retracting. She does not know if the lancet was properly seated, but when the dial cap was in place, the lancet was sticking out. When agent tried to clarify if the lancet was seated and when this happened, she stated accu-chek could figure it out when she returns the device. No adverse event alleged. A request was made for the return of the device.